Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Moreover, the scope communication error most likely occurred due to corrosion on the plug unit. However, a definitive root cause of the suggested events could not be determined. The event can be detected/prevented by following the instructions for use in: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion on the plug unit which resulted in an incompatible scope error e315. In addition, foreign material was observed in the air/water cylinder and tube, causing a clogged jet tube and lack of flow. There was no patient involvement.